Event description:
It was reported that approximately 6 weeks post lens implantation capsular contraction syndrome (ccs) and z-syndrome were observed. The surgeon decided to extend steroid regimen. The patient's status was reported as "doing well". Additional information has been requested but no new information has been provided.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.